Manufacturer narrative:
It has come to our attention that this is a duplicate submission of a previously filed MDR malfunction. Please disregard the event submitted under this reference number.

Event description:
The device was applied during a laparoscopic nissen procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. No pt injury reported.